Manufacturer narrative:
The reported fracture could not be confirmed. External insulation abrasion was found at 5.8-6.0cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was found at 8.2-8.6cm from the tip electrode, consistent with lead friction to another device or heart structure. The etfe coating was intact at these locations.

Event description:
It was reported that lead noise and fracture were noted. High shock impedance was also observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.